Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that after the disconnection, the patient had reconnected the transfer set to the titanium adapter. The patient was given prophylactic antibiotics after the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set became disconnected from a titanium adapter. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.